Event description:
The customer reported that the battery will not stay in the AED. The customer stated that he installed a new batery pack and it will not say in the unit as well. The customer said that the orange eject button is stuck in the AED. They did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the battery will not stay in the AED. The customer stated that he installed a new batery pack and it will not say in the unit as well. The customer said that the orange eject button is stuck in the AED. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.